Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/6/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the required test steps were unable to be performed and adequately investigate the cs 064 complaint. The pump did not power on and there was no audible, no vibration and blank screen. The pump could not be downloaded due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.